Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, tarallo, l., md, et al (2013). Volar plate fixation for the treatment of distal radius fractures: analysis of adverse events. Journal of orthopaedic trauma, 27(12), 740-745. The authors conducted a retrospective study to determine the rate of specific adverse events after volar plating performed for distal radius fractures. At an average follow-up of five years, 303 patients (118 male, 185 female, average age 56 years; treated for distal radius fractures from january 2000 to january 2010 in a university level one trauma center) were evaluated through medical records and clinical and radiographic assessment for specific adverse events after volar plate fixation. A synthes locking compression plate (lcp) was used in 85 cases; the remaining cases used competitors¿ implants. Adverse events were observed in 18 patients (5.9 percent). Implant related adverse events, including tendon impairments, intra-articular screws, and screw loosening, were observed in 15 patients (5.0 percent). In one case, a 48-year old male experienced flexor pollicis longus (fpl) rupture six months after surgery. The postoperative x-rays showed that the high-profile implant (synthes lcp plate, first design) was placed distal to the watershed line, resulting in irritation or injury of the fpl. Loss of reduction after plate fixation was observed in three cases. One patient had a deep postoperative infection treated with operative debridement. There were two cases of fpl rupture: in the two cases, a synthes lcp 2.4 of the type that intentionally rests on the watershed line had been implanted. In two cases, proximal diaphyseal screw loosening was observed. In these cases, a synthes lcp with conventional instead of locking screws was used. Both patients were symptomatic with swelling and required plate removal. Screw penetration into the distal radioulnar joint was observed in one case. Clinical examination at one month showed limited pronation-supination with pain. The computed tomography evaluation demonstrated screw tip impingement with the ulnar head. Subsequent plate removal achieved complete restoration of motion and pain relief. The authors concluded that the majority of adverse events after volar plate fixation were due to technical errors in implant placement. This is a serious injury reportable malfunction report. Proximal diaphyseal screw loosening was observed in two cases. In these cases, a synthes lcp with conventional instead of locking screws was used. Both patients were symptomatic with swelling and required plate removal. Screw penetration into the distal radioulnar joint was observed in one case. Clinical examination at one month showed limited pronation-supination with pain. The computed tomography evaluation demonstrated screw tip impingement with the ulnar head. Subsequent plate removal achieved complete restoration of motion and pain relief. This report is for an unknown screw. This is report 3 of 3 for (B)(4).